Event description:
It was reported that the device could not be interrogated. The patient had been admitted when he went into cardiac arrest. The patient was externally defibrillated before the clinicians realized that an ICD was implanted. Hence, the device was explanted sometime in 2008.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was confirmed to be in backup vvi mode upon receipt. Analysis revealed that the reset occurred in 2008. It is believed the device was not programmed off prior to explant, and that the device detected noise during the explant procedure and delivered high voltage therapy into an open load. This caused the device to revert to backup vvi mode. The device was tested, and all device functions were normal. .